Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had migrated lateral in the device pocket due to the suture anchoring the device breaking. The patient had pain associated. The pocket was revised, and the device was sutured back in place. No further patient complications have been reported as a result of this event.